Event description:
It was reported that when the patient turned on his therapy, he experienced a tingling sensation from his fingers to his knee with shaking (specifically in his right hand) as well; the patient only experienced this when the device was turning on. This all began about a month previous. It was noted that the patient "falls every day," so it was unknown if the event was fall-related. The symptoms lasted about 2 seconds after the device was turned on or off, or when it was "down low." Additional information received reported that the patient programmer (pp) looked like it had an "oil spill" with "lines going down the screen" on it. It was noted that the pp got wet or was dropped. Battery replacement did not solve the issue. Tingling on the right side of the body was reported. The symptoms were reported to have begun after the patient received a replacement pp in (B)(6) 2012. The patient never had an issue in the past and had not seen his physician since receiving the replacement pp. It was reiterated that the patient fell often and that it was undeterminable if the event was fall-related. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID: 37752, serial#: (B)(4). Product type: recharger: product ID: 37642, serial#: (B)(4). Product type: programmer, patient: product ID: 3387s-40, lot#: v084499, implanted: (B)(6) 2008. Product type: lead. (B)(4).